Manufacturer narrative:
A ge service representative performed an on site investigation. The relay board was replaced and the key contact adjusted. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to x-ray and the hand and foot switches were inoperable. No report of pt injuries.